Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (post dilation with a non-edwards balloon which was inserted in the (non tavr access site) left groin) or the mechanisms described above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia in aortic position. During the procedure, a balloon rupture caused an avulsed iliac, resulting in fatal uncontrolled bleeding. Additionally, an annular rupture was successfully sealed with coils. As per follow-up with the fcs, the balloon rupture was noticed during inflation. In response, the balloon was pulled into the sheath, causing it to come apart. A surgical cut-down and hemostats were used to remove the balloon material from the cfa. No difficulties were encountered during delivery system insertion through the sheath, but withdrawal difficulties occurred at the tip of the sheath with the middle marker in the tip of the sheath. Ultimately, the delivery system and esheath were surgically removed. The perceived root cause of the balloon tear was attributed to stj calcium. The right iliac was repaired with two overlapping stents and the iliac injury was resolved for the moment. The avulsed iliac was believed to have resulted from the withdrawal difficulty during sheath removal due to the ruptured balloon remaining outside the tip. Withdrawal difficulties contributed to the complication, requiring additional blood transfusions. The reported annular rupture occurred during post dilation with a non-edwards balloon which was inserted in the (non tavr access site) left groin. The reporter did not allege any deficiencies in the ew devices related to the annular rupture. The post dilation was required as the valve was not fully expanded due to the balloon burst. This post dilation/annular rupture was occurring at the same time as the right iliac injury repair and bleeding. The patient was placed on ECMO for hemodynamic support as the patient was still losing volume. Despite all of this, a successful coiling of the rupture from the left access was performed. The team then imaged the right groin where it was noticed the two overlapping stents had separated. The root cause of this separation is unknown. Blood transfusions were administered throughout the procedure, including blood from a cell saver. The provided device-related photos and 3mensio imaging were reviewed. The 3mensio images indicated calcification in the landing zone. The ds balloon appeared to have ruptured both radially and longitudinally, with the distal tip and balloon material separating from the delivery system. Additionally, the balloon material was inverted over the nose tip, and the balloon spring was elongated.